Event description:
It was reported patient underwent a revision surgery approximately 9 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-103650- m2a-t univ 2-hole shl 50mm- 232620, 11-103200- taperloc por lat fmrl 5.0x130- 042600, 103532- ti low profile screw 6.5x25mm- 286550, 103532- ti low profile screw 6.5x25mm- 317410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00728, 0001825034-2022-00730, 0001825034-2022- 00731, 0001825034-2022-00732. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.